Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8116-70 serial #: (B)(4) description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient's ipg was installed incorrectly. It was noted that the patient had nerve damage because she sits on it and was having uncomfortable stimulation. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that there is no further course of action.

Event description:
A report was received that the patient's ipg was installed incorrectly. It was noted that the patient had nerve damage because she sits on it and was having uncomfortable stimulation. The patient will undergo an explant procedure.